Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the implantable cardioverter defibrillator was in backup vvi mode. The patient underwent a magnetic resonance imaging (MRI) scan without changing the MRI settings. The device was reprogrammed, and the issue was resolved. The patient was in stable condition.